Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was a damaged power cord bay and it was therefore replaced. Analysis also found that the programmer had a long boot time and the software was therefore reloaded and also that the programmer failed multiple function tests and therefore the link electronic module board was replaced. The programmer then passed all functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer had a damaged bay assembly for the power cord. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.